Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted on (B)(6) 2023 at 1am during emergency percutaneous coronary intervention (pci). There were no issues during insertion. At 23:26, the cardiosave intra-aortic balloon pump (iabp) generated a gas leak in iab circuit alarm. At 23:31, the same alarm was generated and blood was confirmed inside the tubing. The patient was not moving when the issue occurred. The iab was replaced with a new one and therapy was continued. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-05379.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The membrane, inner lumen, and optical fiber were observed to be cut and separated approximately 19.3cm from the iab tip. The membrane was observed to be split in half. Four kinks were observed on the catheter tubing approximately 0.8cm, 2.0cm, 4.3cm, and 29.7cm from the y-fitting. The extender tubing was also returned. The membrane was unable to be leak tested due to its returned state, however a leak was visible on the membrane approximately 14.2cm from the iab tip measuring 0.5cm in length. An underwater leak test of the catheter, y-fitting, extracorporeal tubing, and extender tubing was performed and no additional leaks were detected. The reported alarm was most likely triggered by a leak which was found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.